Manufacturer narrative:
H3: product analysis found that visual review identified that a ~3mm portion of the top face of the implant, which interfaces directly with the inserter. Witness marks noted on the top face of the implant, consistent with significant force during attempted implantation. The above observations are consistent with brittle overload during attempted implantation. H6: analysis resulted in change in eval. Code- method and eval. Code- result. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a cage for a lumbar discectomy. It was reported that when the surgeon completed the lumbar discectomy and then prepared to implant the cage, he put the cage on the cage holder and punched into the l4-5, the cage was broken at the cage holder and cage connect place. The implant broke and there were no fragments of the implant remaining in the patient body. There were no patient symptoms or complications as a result of the event. The pre-op diagnosis was lumbar ddd. Levels implanted were l4-l5. Date of implant and explant was (B)(6) 2020. The device was explanted. The product was replaced by a medtronic product. No further complications were reported/ anticipated.